Manufacturer narrative:
(B)(4)

Event description:
The healthcare professional (hcp) reported through a manufacturer representative "the patient experienced a fall back in therapy." Impedance testing was performed and "too high"of impedances were found on one side of the system. It was stated the lead was "damaged."the patient was reprogrammed in an attempt to troubleshoot the issue, but the reprogramming "did not give the therapy that the patient was used to." Because the cause was not revealed and could not be determined, the patient's lead and extension were replaced at that time. Replacement of the lead and extension resolved the issue. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.